Event description:
Only limited information has been provided by the customer - the customer reported that he has experienced between 4-6 incidents in which the patient sustained internal bleeding during endotracheal suctioning.

Manufacturer narrative:
No sample was received for evaluation; therefore, we are unable to determine the exact root cause for the issue reported. Several attempts have been made to obtain further details from the end user customer in regards to this reported incident, but as of today no details have been provided. A review of the device history record for the lot number reported was reviewed and no deviations were found. Therefore, based on the limited information and no samples received, a root cause for this reported incident is currently unknown, but the preliminary investigation indicates a potential user misuse that could be caused by inserting the catheter beyond the endotracheal tube or by the use of high vacuum pressure. Both failures would be considered misuse and off label.